Manufacturer narrative:
Qc was within range for all levels. A system check results from (B)(6) 2013 were within specifications. The sample was collected in a bd vacutainer with separator tube, and was centrifuged at 4020 rcf for 5 minutes, twice. A field service engineer (fse) was dispatched to the customer site. The fse ran a diagnostic (hslumwashson and inc) procedure which passed. The fse then performed an accutni precision run using wash buffer. Three of 50 replicates were out of specifications. The fse replaced the ultrasonic transducer and repeated the precision run with passing results. The fse repeated the hslumwashson and inc procedure with acceptable results. The cause of this non-reproducible false positive accutni result is believed to be the transducer.

Event description:
A customer contacted beckman coulter (bec) to report one non-reproducible false positive troponin (accutni) result on their access 2 immunoassay system. The initial accutni result of 0.14ng/ml was within the risk stratification range. The patient sample was re-tested for accutni on another access 2 analyzer which generated a normal result of 0.00ng/ml, and this result was reported out of the laboratory. The initial, elevated result was not reported out of the laboratory. There was no change or delay in patient treatment as a result of this event. The customer repeats all elevated accutni results on their backup access analyzer prior to reporting results.